Manufacturer narrative:
On july 18, 2023, mentor became aware that an error was submitted in the initial report. G3. Date received by manufacturer and report submission due date were populated incorrectly in the previous submission. The information used to generate the report for the right prosthesis was received on june 27, 2023. As such, the previous report was not late. Manufacturer¿s reference number: (B)(4) in the initial report, g3 should have been populated with 06/27/2023. Report submission due date should have been populated with 07/27/2023. H10 additional manufacturer narrative should have been populated with: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.

Manufacturer narrative:
On august 21, 2023, mentor completed a manufacturing record evaluation of the impacted device lot number. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 66-year-old caucasian female patient underwent a breast augmentation revision surgery with 500cc mentor memorygel breast implants. Post-operatively, the patient experienced a rupture of her right prosthesis and ptosis of her left breast, which were confirmed during a physical examination and magnetic resonance imaging. As a result, the patient is scheduled for removal surgery and a bilateral mastopexy on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-01888 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).